Manufacturer narrative:
(B)(4). Approximate age of device is 11 months. The event occurred at the (B)(6) in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller and power module patient cable were not connected properly, resulting in a loss of power to the system and subsequent pump stoppage. It was reported that the cause of the event was due to misuse of the device system by the patient. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. The hospital communicated that the patient mistakenly connected the black and white power cable in reverse on (B)(6) 2016, and tried to reconnect the power cables without the support of batteries. The power cables were successfully reconnected and no further issues were reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.